Manufacturer narrative:
The reported complaint of the cool line catheter (lot # 164527) leak was confirmed. The leak was observed at the distal end of the proximal balloon during the functional leak test. The root cause for the reported complaint resulted from a circumferential tear, which was possibly caused by a latent material defect. Upon visual inspection, no physical damage was observed. Dried blood residue was observed in the catheter's balloons and in/out luered tubings; this typically is indicative of a leak in the catheter. During functional testing, all infusion ports and extension tubes were flushed without resistance. During in/out lumen flushing test, a leak was observed at the distal end of the proximal balloon, thus confirming the reported complaint. When observed under the microscope, a circumferential tear was noted on the balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the cool line catheter with lot number 164527.

Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The cool line catheter (lot # 164527) was used to provide ivtm treatment for a patient post-cardiac arrest. The cool line catheter was inserted into the patient's left internal jugular vein, the insertion was smooth. The patient's initial temperature was 35,4°c with a target of 33°c. 24 hours after the treatment started, during the positioning of the patient, the nurse noticed that the blood was backing up from the cool line catheter to the suk tubing. A catheter leak was suspected. Following this, the cool line catheter was replaced to continue the treatment. Per the reporter, the console did not generate the air trap alarm as the defective catheter was replaced without delay. No consequences or impact to the patient.